Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient "broke out into open sores" everywhere the device touched. The patient's visiting nurse applied medication and bandages to the irritation. It was reported that the patient's irritation improved after the nurse applied medication and bandages.